Event description:
It was reported that the patient had experienced intermittent stimulation and intermittent sharp pain at the lead site throughout the day since a fall on the hip in august. A shocking or jolting sensation was also reported, and the lead site was tender to the touch. The patient was given medication for pain but was reluctant to take it due to side effects. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3093-33, lot# v015097, implanted: 2007 (B)(6), explanted: unk. Programmer: model 3037, serial #(B)(4).